Manufacturer narrative:
(B) (4). (B) (4). Conclusion: the device information for use cautions the user that "care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders". Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch bcp241 mfg date: 03/19/2009, exp date: 01/31/2014. Batch bgb690 mfg date: 06/05/2009, exp date: 01/31/2014. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Event description:
It was reported that a patient underwent a surgical procedure on (B) (6) 2010, and suture was used on the anastomosis of the patient's blood vessel and an artificial blood vessel. One hour later, the pump-oxygenator was removed from the patient's body. The suture broke when the doctor performed "arrest of bleeding of the surgical site." Then, heavy bleeding occurred and the patient lost about 3000cc of blood. The pump oxygenator was activated again and a second anastomosis was performed at the site of the suture breakage. The patient remains in the hospital and is in stable condition. The surgeon opines that the suture broke because it was damaged by an instrument.